Manufacturer narrative:
Concomitant products: product ID: 8575, lot#: j12069r, implanted: (B)(6) 2005, explanted: (B)(6) 2021, product type: catheter. Product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8575, serial/lot #: (B)(4), ubd: 28-sep-2006, UDI#: (B)(4); product ID: 8709, serial/lot #: (B)(4), ubd: 08-jul-2006, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving lioresal (2000 mcg/ml at 150 mcg/day) via an implanted pump. The indication for pump use was intractable spasticity. It was reported that the patient had itching/withdrawal symptoms. The hcp was unable to aspirate the catheter. The catheter was replaced. It was noted that the issue was not resolved at the time of the report, and that the hcp had no further information to provide regarding the event.